Manufacturer narrative:
Correcting and removing implanted give date on (B)(6) 2000 to unknown. The catalog number does not match implanted date. The implant is a c/x, therefore given implant placement date must be wrong and removed. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.